Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report it was impossible to completely insert the ventricular lead and to tighten it correctly even after unscrewing/screwing the setscrew. The pacemaker was finally not implanted and returned for analysis. The physician reported also that the next day, he observed that the setscrew was tightened and after unscrewing, he could insert a lead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: inspection of the pacemaker header revealed damages particularly at the ventricular level (silicone cover, setscrew and terminal block), these observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation procedure, i.e. Whether there is a link between these damages and the reported event; during the analysis, the atrial and ventricular setscrews were screwed at the position specified at the end of the manufacturing process; different models of is-1 leads were inserted completely in the port and tightened without any difficulties. The electrical characteristics of the returned unit are within specifications; following these observations, a probable hypothesis to explain the reported event is that: at the first attempt, the lead was inserted but with difficulties and it was not fully inserted; the physician unscrewed/screwed the ventricular setscrew before checking that the lead tip was protruded; the physician tried to reinsert the lead by unscrewing but not enough to push the lead completely in the port; it is in agreement with the reported observations of the physician after changing the device with another: finally the setscrew was found engaged in the terminal block, the insertion of the lead in the new device was difficult.